Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was explanted due to medical reasons.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is expected to have been present whilst implanted. Mechanical damages are attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection at the implant site which started soon after the implantation surgery. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The device was explanted due to medical reasons. As per device explantation report information, infection of the skin has been reported as symptom which lead to explantation.